Manufacturer narrative:
(B)(4).

Event description:
There was an out of range pacing impedance alert on home monitoring. The patient was brought in office to find no rv sensing values and low impedance values. Device remains implanted. The patient had a fall the day the out of range impedances came through, and when the doctor opened up the pocket and retested the lead, values were in range. They washed off the can and reconnected the lead. All values are in range and normal device function.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.